Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the ax55g instrument didn't staple. Another instrument was used to complete the case. There was no consequence to the patient.